Event description:
It was initially reported to boston scientific corp on (B)(6) 2009, that an extractor retrieval balloon was used during a stone retrieval procedure. According to the complainant, the balloon would not inflate during inflation of the balloon. The physician checked the balloon by pulling it out in front of the ampulla and inflating it again. However, the balloon still would not inflate. Another extractor xl was used to successfully complete the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was noted to be stable. This event has been deemed a reportable event based on the investigation results; balloon rupture.

Manufacturer narrative:
Both proximal and distal bonds were examined and found to be continuous and meeting the minimum required bond length specification of 1 mm. The balloon was completely ruptured from the mid section to the distal bond. The catheter shaft was inspected for cosmetic defects and none were found. The most probable root cause of this complaint is operational context. The balloon inflation failure was most likely a result of balloon damage during the procedure caused by contact with a sharp exterior source, such as contact with a sharp irregular stone or during insertion through the scope. The device history record review found no anomalies associated with this complaint. A lot history review revealed no other related complaints. (B)(4).